Manufacturer narrative:
Concomitant medical products: product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-45, lot# j0527012v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0527012v, implanted: (B)(6) 2005, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4)

Event description:
The manufacturer's representative (rep) reported the patient's stimulation was fading; it was coming on and coming off and the patient needed to run the implantable neurostimulator (ins) higher than normal. It was reviewed with the rep. That legacy devices tend to have this issues towards end of service (eos) where the stimulation could fade and the patient may need to titrate stimulation up to continue getting results. The patient's ins was currently at 2.48 volts and was at 50-90% used. The rep. Later stated he didn't notice any device issues. He reprogrammed the patient, and changed the pulse width. He moved stimulation to the upper part of the lead and the patient was receiving effective therapy. There were no additional interventions planned and he hadn't heard anything from the patient or the healthcare provider's office since meeting with the patient so he was assuming that everything was going well for the patient. Relevant medical history includes radicular pain syndrome (radiculopathies).